Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) did not pair with the ilet system after the user initially entered an incorrect sensor code and then re-entered the correct code. Symptoms included no glucose data available due to failure to establish a sensor-transmitter connection. No adverse clinical symptoms reported. Outcomes included no reported health impact or need for medical intervention. User support included technical troubleshooting and user education, including re-entry of the correct sensor pairing code and device pairing steps. Investigation of this case revealed a use-related issue involving an incorrect pairing code leading to a cgm pairing failure, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.